Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was confirmed and upon finishing analog offset calibration, the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that after taking a 3d scan there was a visible ring artifact on the image. No patient present.